Event description:
It was reported that the insulin pump was not delivering enough insulin. Customer unable to do troubleshooting and stated that he would change the entire infusion set and give manual injection for the rest of the insulin that was not delivered through bolus wizard. Customer's blood glucose was 134 mg/dl. The customer was advised to call back to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.